Event description:
It was reported that, "the latch broke off of the broach handle while broaching."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.